Manufacturer narrative:
The device was returned to our us facility on may 13/ 202625. It will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4). Cross reference interal complaint ID (B)(4).

Event description:
It was reported that debris fell out of it when tightening the device. No negative impact in state of health reported. Concomitant device filed under internal complaint ID (B)(4).